Manufacturer narrative:
A persistent service code was identified by the AED, prompting a recommendation for the device to be removed from service and returned for evaluation. Upon return, the device underwent bench testing. During initial testing, the AED failed the first shock test, displaying a message indicating "poor pad contact to patient." A second attempt at the shock test was successful. Further investigation identified the root cause as contamination of the k1 relay contacts. This issue rendered the device non-functional in its initial state and would have resulted in failure to deliver therapy if deployed in a clinical or emergency situation. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 5071. The issue did not occur during patient use. No harm was reported.